Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from her insulin pump. The patient's blood glucose level was around 140 mg/dl. The patient stated that when she walks out in the sun, she sees black blotches or rainbow-colored. The customer stated that she cleaned her pump display with a kleenex she used previously on her glasses. She also mentioned that she wears the pump on her bra with the screen facing her skin. The customer was advised of possible oil and skin lotions on her display. The customer was advised to use a damp microfiber cloth to wipe the residue off and to use the dry part of the microfiber to wipe dry. The customer was advised to call back if there is no improvement.